Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics corporation (procept) became aware that post aquablation therapy, while the patient was in the recovery room, he developed bradycardia. The patient coded, chest compressions were performed for 45 seconds, and the patient made an immediate recovery. It was reported that the treating surgeon suspects that the reported event was due to an adverse reaction to spinal anesthesia. It was reported that the patient was doing "perfectly fine" one hour post event, and patient has been "perfectly normal" ever since. There was no reported malfunction of the aquabeam robotic system.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that while in the recovery room post aquablation therapy, the patient experienced bradycardia and coded. The patient was resuscitated and immediately recovered. The treating surgeon reported that the event was related to an adverse reaction to the spinal anesthesia administered to the patient for aquablation therapy. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related.